Event description:
The customer reported that a first responder responded to a cardiac arrest and found the pt had no vital signs. The pt was immediately put on the floor and CPR started. After opening the defibrillator and placing the pads on the pt's chest, the AED kept prompting the user to place the second pad. At this point the paramedics arrived, removed the pads, attached their ECG/defibrillator, and carried out als. The customer stated that the pt was already deceased when CPR was started.

Manufacturer narrative:
The AED was returned to cardiac science and an investigation will be performed. The customer didn't save the pads used in the rescue. A replacement AED was sent to the customer.